Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a (B)(6) male patient underwent a hernia repair surgery on or about (B)(6) 2017 and the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6) 2017 to have the mesh removed and repaired.

Event description:
This is follow up#1 to report on june 16, 2022, pmqa received an email from legal that indicated the lot number associated with this event is sp100468. The catalog number and/or sublot was not reported. As reported in the initial: limited information was reported through a legal event that a 76-year-old male patient underwent a hernia repair surgery on or about (B)(6) 2017 and the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6) 2017 to have the mesh removed and repaired.

Manufacturer narrative:
Internal investigation into strattice lot sp100468 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 04/27/2022, of the 300 devices released to finished goods for lot sp100468, 282 have been reported as distribution with 152 reported as implanted. Based on our internal review with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.